Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there have been multiple instances of the needle cracking when applied to their vaccine syringes in the clinic. They cracked then leaked out the vaccine during administration. It often resulted in the patient needing to be poked again. Sometimes the needles bend or break off. Upon administering, needle leaked at connection and vaccine ran down in patient's arm. Upon reviewing the needle and syringe, needle was not loose, and it appeared that the base of the needle was thinner on one side/defective. There was a patient involvement, and no patient harm/adverse event reported.